Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced visual acuity which was not as desired. The iol was exchanged for a different lens two months after the initial implant procedure. A mechanical complication was reported as the clinical reason for the event; however, the reporter stated that there was no iol defect.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The lot number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, and viscoelastic with an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported visual issue. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced visual acuity which was not as desired. The iol was exchanged for a different lens two months after the initial implant procedure. A mechanical complication was reported as the clinical reason for the event; however, the reporter stated that there was no iol defect. Additional information was provided indicating that the iol was exchanged for a different lens model and a difference of 1.5 diopters of power.